Event description:
It was reported by service report that the height racks and the safety bar torsion springs were worn. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Height adjustment rack; torsion spring on safety bar.